Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit received with stripped battery cap coin slot, cracked battery tube threads, and cracked reservoir tube lip.